Manufacturer narrative:
(B)(4). G2: foreign - event occurred in qatar. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record identified the following related repair: the device was out of calibration, control bar not in the correct position, motor speed unstable, machine head damaged; the machine head, reciprocating arm, motor, control bar, and plug harness were replaced and device recalibrated to resolve the reported issue. The device was tested and found to be functioning to specifications prior to release to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was not working outside of surgery. Service evaluation identified the device had unstable motor speed. There was no patient involvement. Due diligence is complete as no additional information is available